Event description:
Initial results for four pt albumins were 4.0, 5.5, 6.8, and 6.5 g/dl. When repeated on another analyzer, the results were 3.0, 4.2, 4.3 and 3.3. G/dl. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepancy.